Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient felt a burning sensation around the implantable neurostimulator (ins) and the right side of lead location (in thoracic spine around bra line) when the ins was on or off. It was reported the patient felt they got a ¿short circuit kind of jolt¿ when they rolled onto the right side and onto the battery. It was reported the patient could turn other ways and did not feel the jolt. Impedances were checked and reported to be within the normal range of 600-1002 ohms. The patient had not experienced any falls or trauma and did not have any ¿swelling yet.¿ it was reported the patient banged into a doorknob once before the revision, but was already having burning/soreness. It was reported the burning started after the patient¿s rechargeable ins (serial # (B)(4)) was replaced with a non-rechargeable ins (serial # (B)(4)) on (B)(6) 2013. The patient reportedly never had burning with the rechargeable ins. It reportedly felt like spasms, but it was burning. It was reported the burning would come on and off randomly and ¿comes out of nowhere.¿ it was reported the manufacturer representative was going to speak with the physician. Additional information received reported the physician prescribed the patient a 1 week course of steroids to see if that helped. The patient reportedly continued to have the burning sensation. No intervention was reportedly planned.

Manufacturer narrative:
(B)(4).